Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed and particulate matter residue was identified inside the silicone tubing. The particulate matter was yellow/brownish, loose, and scattered through the tubing inside the fluid pathway. The particulate matter was dry, brittle toward the end of the tubing. Closer to the twist clamp, the particulate matter was brownish, more solid, wet condition. The reported condition was verified. The origin of the particulates was not a manufacturing issue but most likely was derived from a combination of therapy solutions and patient effluent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "deposits" along the entire length of a minicap transfer set. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. When the transfer set was cut open, a material was observed that cannot be removed with tweezers, appearing as if it grew out of the material of the transfer set. It occluded the titanium adapter. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.